Event description:
The customer reported via phone call being hospitalized for 2 nights due to high blood glucose levels. The customer complained of dry mouth. She stated that she was not wearing the insulin pump at the time of the hospitalization and had been off of the insulin pump for a few hours leading up to the event. The customer did not observe any significant events leading to the hospitalization. The customer's blood glucose was over 600 mg/dl. Upon admission, the customer was treated with intravenous drips and manual injections. She stated that she was getting back on the insulin pump and could not get past the rewind process. She changed her infusion set and connected to the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.